Manufacturer narrative:
Physio-control provided customer with the part number for a replacement set of paddles. The customer later confirmed that the device has been retired due to the age. The damaged paddles will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device's paddles had exposed wires. There were no reports of patient use associated with this event.